Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent alarms that informed the customer that the cartridge was empty when there was still insulin remaining in the cartridge. The customer reloaded the cartridges to address the alarms. There was no impact to the customer's blood glucose level.